Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had frozen on the boot screen, and the user had waited for a couple of minutes. The screen had displayed "getting windows ready do not turn off the machine". The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by operating system updates. A technical support specialist remoted into station and verified that medication application was launching and able to log in and checked remote support service (rss) under the wsus tab and confirmed the station was scheduled for a windows update. The tss then later verified that the operating system updates had been installed. The system functioned as intended after the technical support specialist troubleshot the issue.